Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. To treat the low bg level, the customer consumed juice. Reportedly, the suspected cause of the low bg level was due to the customer flying on an airplane. The customer declined to upload the pump data for review of the reported event, and confirmed issue had been resolved with juice.